Manufacturer narrative:
The insulin pump was received with minor scratched lcd window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer called to report having emergency bypass surgery and has been off the insulin pump for the last month. Customer reported having trouble installing battery in the insulin pump. Customer stated there are scratches on the screen of the pump and customer is unable to read the screen. Customer was in hospital due to heart attack and not diabetes related issues. Customer's blood glucose reading was 320 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).